Event description:
Patient's bed was making a sizzling sound and then had smoke coming from bed. Bed was unplugged, patient moved to different bed. No harm to patient. Per our clinical engineering, it is an electronic component failure or fatigue.